Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for a stroke and the insulin pump was worn in an MRI machine. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump alarmed motion sensor error and failed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call that the customer's hospitalization was non-diabetes related. The customer stated she believes the pump was taken into the MRI with her.